Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. An attempt to duplicate the failure mode was not made because at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. No issues or discrepancies were found in the device history record of product code 833-123 / batch 74f1700808 that can be related to the failure mode reported in the customer complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cadaver lab on the doctor loaded a polypropylene suture into the sacrospinous ligament. As part of the lab, after he completed throwing the suture, he used his hands to pull the suture back out of the sacrospinous ligament. The dart the end of the suture detached (clean detachment from crimp, suture did not appear severed) and was not retrieved.